Event description:
Complainant alleged that during biomed testing the device's display was distorted and blanks out with clinical info not readable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.